Event description:
It was reported that during a lap. Ovarian cystectomy procedure the jaw broke off and fell into the pt. The jaw was retrieved from the pt with graspers. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Info not available, device not returned for analysis.